Manufacturer narrative:
Based on the information provided, it is unk how the device may have used or contributed to the event. The post market surveillance dept has reviewed medical records and clinical investigation reveals the following: the pt was esrd, on peritoneal dialysis, developed one case of uncomplicated peritonitis w/o allegation of device malfunction. The device was not returned to the MFR for analysis. The plant investigation is in progress and a supplemental MDR will be submitted upon completion of the investigation.

Event description:
It was reported the continous cycling peritoneal dialysis (ccpd) pt presented to the dialysis clinic on (B)(6) 2014 with cloudy effluent. Culture determined the bacteria to be pseudomonas stutzeri and the diagnosis was peritonitis. The cause of the peritonitis is believed to be a break in aseptic technique. The pt received antibiotic and antifungal treatment. There was no leak alleged during treatment. The pt is continuing on ccpd.